Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient presented to the emergency room for possible abdominal aortic aneurysm (aaa) rupture. The doctor advised that the patient had a previously implanted cook renu device and the doctor believed that the patient had a type 4 endoleak resulting in growth of the abdominal aortic aneurysm. The doctor performed a secondary intervention and relined with another manufacturer's extension limb. It was stated that the iliac limb of the cook graft was leaking, the main trunk was well incorporated and not leaking. Additional patient and device information has been requested but not received at this time. Imaging has also been requested for review.

Manufacturer narrative:
Investigation/evaluation: the actual complaint device was not returned. Without the complaint device, a physical investigation was not able to be completed. An image was provided for review. A documentation investigation was performed. A review of the provided imaging, instructions for use, manufacturing instructions, and quality control data was conducted. An arterial phase computerized tomographic angiography (cta) was provided. Because the scan was performed on christmas eve sunday, it was not a routine follow up scan. The presence of a large amount of contrast in the kidneys and bladder indicate that other scans or angiography had been performed just prior. The lesion was a ruptured abdominal aortic aneurysm with an abnormally thickened reverse funnel neck containing an ax1-2-127-30 or 32 endograft extending into the right common iliac artery (cia) with a zsle 13-74. The ax1-2 gate/ zsle overlap was 14mm rather than the 21mm set by the zsle overlap marker. At the ax1-2/ zsle limb gate junction, a triangular density just posterior to the gate could represent a type ill suture hole endoleak from the zsle, a limb gate junction type ill endoleak, or static sac calcification. No indication of type IV endoleak was present. A type IV endoleak was not confirmed, although, a type 3 suture hole endoleak involving the zsle or a type 3 limb gate junction overlap endoleak was possible. The ax1-2/ zsle overlap was shorter than recommended. The limited outflow would have increased the flow through a leak. There was a reverse (inverted) funnel shape. Per the instructions for use (IFU), key anatomical elements that may affect successful exclusion of the aneurysm include an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. The type IV endoleak was not confirmed but the imaging review suggests a type iii endoleak was possible either from a suture hole or type iii limb gate junction overlap. Per tge IFU, for use with renu converter or flex aui, ensure iliac leg overlaps a minimum of one full iliac leg stent inside the renu converter. The imaging review reveals the overlap was 14mm rather than the 21mm. Also per the IFU, inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. There is the possibility of a suture hole. There is also a possibility of a static sac calcification. Calcifications tend to prevent reliable device fixation and seal. Each device is shipped with an IFU that lists the anatomical requirements, warnings & precautions, sizing recommendations, and the correct deployment procedure, specifically the appropriate graft overlap. The IFU also advises on the appropriate patient follow-up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. Lot information was not provided; therefore, a search of the device history records could not be performed. Most often, type iii(a) endoleaks are caused by inappropriate sizing, insufficient graft overlap, or anatomy (tortuous or calcified vessels that prevent a complete seal). It can also be caused by increased blood pressure or hemodynamic displacement forces. As the aorta maintains blood flow and pulsatility, migration is possible with enough pressure. Type iii(b) endoleaks are most likely caused by leaks through the suture holes or tears in the graft fabric. Suture hole endoleaks typically occur as a result of suture elongations caused by incorrect suturing techniques, high blood pressure due to patient anatomy or aggressive anticoagulation use. Tears in the fabric can occur due to the graft having contact with calcified areas or aggressive ballooning. There is no evidence suggesting that the device was manufactured out of specifications. With the information provided as well as the image review, the most likely cause of the aaa rupture was due to either a type iii(a) or iii(b) endoleak. The overlap between the ax1 and zsle graft was only 14mm rather than 21mm which would have increased the risk of a junctional type iii(a) endoleak. Since there was also left iliac occlusion that limited outflow, there was increase pressure in the graft that would have increased the flow through a type iii(a) endoleak. There was also a density found in the image review that could have indicated that the presence of a type iii(b) suture hole endoleak or sac calcification just posterior to the gate on the zsle graft. The left iliac occlusion increased pressure within the ax1 and zsle grafts which could increase the likelihood of a type iii(b) suture hole endoleak. The customer did not provide initial procedural imaging, so the placement of the initial grafts is unknown. A potential contributor to the endoleak is due to the improper overlap between the ax1 and zsle grafts along with the limited outflow of the left iliac artery increasing the risk of a type iii(a) endoleak because of increased pressure in an inadequate seal zone. However, it is unknown if this was at implantation or after. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.